Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing painful stimulation in the groin area. It was noted that the right lead had migrated. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Sc-2408-56 (B)(4) device evaluation indicated that the leads passed all tests performed. Sc-4319 (ln: 21186586) device evaluation indicated that visual inspection revealed damaged over mold at setscrew side.

Event description:
A report was received that the patient was experiencing painful stimulation in the groin area. It was noted that the right lead had migrated. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing painful stimulation in the groin area. It was noted that the right lead had migrated. The patient will undergo a lead revision procedure.